Manufacturer narrative:
Due to the lack of samples and photos, the reported problem could not be verified. However, based on the complaint description, this is a known problem that has increasingly occurred with capsuleguards in recent months.the probable root cause was determined to be the lack of a drying/tempering process, which was eliminated by omitting the washing process. The microstructure changed by the tempering process and resulting in the surface of the sleeves becoming firmer and smoother. Corrective and preventative actions are being persued and the tempering process has been reintroduced.

Event description:
Sutures are not required as part of the normal cataract procedure. The were required due to twisting issues of the I/a hp having an effect on the wound structure.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. The products are not available for evaluation. The investigation is ongoing. See related report: 0001920664-2024-00043.

Event description:
It was reported by the user facility in australia that the silicone sleeve stuck to the open wound, making it difficult for the surgeon to rotate the head of the handpiece in the edge. The aspiration process was slowed due to the I/a sleeve sticking to the wound and twisting when rotated by the surgeon. A suture was required to close the wound.